Event description:
The manufacturer received information alleging a ventilator keypad function froze. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's front panel/led pca was replaced to address the issue.